Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose while using the infusion device. The patient started to "feel sick" and went to the hospital, the blood glucose results taken at the hospital are unknown. At the hospital, the patient was treated with insulin by infusion. The patient was hospitalized for one day. The patient stated the high blood glucose was caused by occlusions on the pump. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.